Event description:
A 6f angio-seal vip was selected for use in the right femoral artery following a coronary angiogram. A pre-deployment was performed. A 7f sheath was removed from the right femoral vein and ten minutes of manual compression was applied. The pt was advised to lie down but was not compliant. A small hematoma was treated with heparin on (B)(6) 2013. A pseudoaneurysm was identified and treated with manual compression and a femostop. A thrombin injection was required on (B)(6) 2013 to treat the pseudoaneurysm.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined.